Event description:
It was reported that during a gynecological procedure, the balloon portion of the device burst. There was no patient consequence. Case was completed with another device of the same product code.